Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and reported several mechanical errors on the atellica im 1600 analyzer with serial number (B)(4). The customer opened the analyzer lid and found reagent probe # 2 broken. Siemens dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting and service repairs, including replacing the reagent probe and performing alignments with the reagent carousel, and noted the customer had changed the sample probe of the pressure plate sensor. The cse verified the analyzer's operation, and the customer ran quality controls (qc) and noted that the analyzer performed according to specifications and that the qc results were acceptable. The cause of the discordant results is unknown. Siemens is investigating the event.

Event description:
The customer observed falsely elevated results with prostate specific antigen (psa) and free prostate-specific antigen (fpsa) and falsely depressed results with thyroid stimulating hormone 3-ultra (tsh3-ul) on the atellica im 1600 analyzer with serial number (B)(4). The customer reported the discordant results to the physician(s) and used the same samples and alternate atellica analyzers to perform repeat testing. The repeat results for psa and fpsa were lower, and the repeat results for tsh3-ul were higher, when compared to the initial results. The customer stated that the repeat results were correct, matched the patient´s history, and reported these results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the psa, fpsa, and tsh3-ul discordant results.

Manufacturer narrative:
Siemens filed the initial MDR on 19-oct-2022. Additional information (21-oct-2022): siemens received additional information regarding the observed issue. The customer service engineer (cse) noted that reagent probe 2 broke, and the operator could initialize the atellica im 1600 analyzer by correcting the movement error. The analyzer generated aspiration errors and dispensed water outside the wash wells and in the reagent compartment. Siemens performed a follow-up, and the customer noted no cross-contamination with other patient samples, tests, or packs. There was no slip, trip, or fall due to the water dispensing outside the wash wells. The operator was wearing personal protective equipment (ppe) and was not exposed to a bio-hazardous material. The cse performed service repairs, including replacing the reagent probe 2, pressure plate sensor, sample probe, and alignments. The analyzer was verified and performed tests as specified. Siemens reviewed the log files and services performed, and the cause of the prostate specific antigen (psa), free prostate-specific antigen (fpsa), and thyroid stimulating hormone 3-ultra (tsh3-ul) discordant results is unknown. The atellica im 1600 analyzer performed as specified, and no further investigation is required. Section h6 is updated to reflect a new investigation conclusions code.